Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited an increased battery power consumption. According to the analysis performed, the longevity change was related to an increase of signal processing due to atrial arrhythmia. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. No adverse patient effects were reported. Additional information indicates there was a subsequent signal artifact monitor (sam) episode due sensing the patients atrial arrhythmia and farfield oversensing. As a result, the minute ventilation (mv) sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) provided guidance to the boston scientific representative that they may consider masking the farfield oversensing via programming changes to the sensitivity or the blanking period. Ts also noted that the patients atrial arrhythmia has continued so they may consider programming the device to a ventricular-only pace and sense mode and program off atrial sensing. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited an increased battery power consumption. According to the analysis performed, the longevity change was related to an increase of signal processing due to atrial arrhythmia. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. No adverse patient effects were reported.